Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and could not duplicate the reported issue. Physio observed proper device operation through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. The customer advised physio that spare batteries were installed with minimal delay. No further details about the event were provided. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced a power off due to low battery power following numerous "replace battery" messages. The likely cause of the reported issue is low battery power.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. The customer advised physio that spare batteries were installed with minimal delay. No further details about the event were provided. There were no reports of patient use associated with the reported event.